Manufacturer narrative:
The customer communicated that the device was not working due to an unidentified error and noted that patients did not suffer any damage from this event. Upon arriving onsite, the field service engineer (fse) performed troubleshooting and discovered a problem with the battery. Per gfe response, the fse found that the battery was not recognized--the light emitting diode (led) did not switch on, and the device did not start up with the battery. After reviewing the diagnostic report (drpt), the fse saw that there was a ¿low battery¿ error message and believed that the battery failure was due to a defective power management (pm) pcba. The fse informed the customer that the pm pcba needed to be ordered and replaced for repair. The pm pcba replacement aligns with the recommended repair of the reported malfunction per the service manual. The repair for this unit cannot be conducted at this time due to the part being on back order. The material has already been requested, and an order for the part was placed. When the part becomes available, the repairs will be performed and completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00090. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from a nurse on the v60 device indicating that the system does not work for an unidentified error. Troubleshooting was performed and a battery problem was found. It was reported that the device was not in clinical use when the reported event was found. There was no patient or user harm reported. The investigation is ongoing.